Event description:
False negative result(s). The customer stated that they performed the test at home and the result was negative. The customer was tested at the doctor's office and the result was positive for flu b.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.